Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the initial information received, the following was received: post stent implantation, a non-serious vasospasm occurred. Nitroglycerin was administered intra-arterially, resolving the event. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effect of vasoconstriction is a known observed and potential patient effect as listed in the rx acculink carotid stent system instructions for use. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that after successful advancement to the moderately calcified internal carotid artery lesion, the handle of the rx acculink stent delivery system was unlocked without issue, but retraction was difficult resulting in the stent being misplaced in the proximal lesion. A second unplanned stent was deployed in the distal lesion, fully covering the lesion. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Event description:
Subsequent to the initial and follow-up report, the following information was received: during the procedure, thrombus was noted in the mid cervical left internal carotid artery. The thrombus was successfully aspirated during the procedure, resolving the event. One day post procedure, the patient was discharged home. There was no additional information provided.